Manufacturer narrative:
Argus case (B)(4).

Event description:
Fingers are bleeding [hemorrhage]. Finger printers disappeared [fingerprint loss]. The area touched the water stings/hurts even after washing out with water [pain localized]. Case description: this case was reported by a consumer via call center representative and described the occurrence of hemorrhage in a (B)(6) female patient who received denture cleanser (polident 5 minute cleaning tablet) tablet for drug use for unknown indication. On an unknown date, the patient started polident 5 minute cleaning tablet. On an unknown date, an unknown time after starting polident 5 minute cleaning tablet, the patient experienced hemorrhage (serious criteria gsk medically significant), wrong technique in drug usage process, fingerprint loss and pain localized. The action taken with polident 5 minute cleaning tablet was unknown. On an unknown date, the outcome of the hemorrhage, wrong technique in drug usage process, fingerprint loss and pain localized were unknown. It was unknown if the reporter considered the hemorrhage, fingerprint loss and pain localized to be related to polident 5 minute cleaning tablet. Additional details: initial and follow up processed together. The reporter dipped the fingers into the cleaning water after cleaning the denture with polident 5 minute cleaning tablet (the reporter was cleaning it on behalf of the grandmother.) Finger printers on the fingers, that touched the cleaning water when removing the denture from the cleaning water, were disappeared and the area touched the water stings. When the reporter was looking at the fingers, finger printers. Follow up information received on 15 oct 2019: reporter informed that there was no issue with hands when using different cleansing product. The reporter did not have sensitive skin. Only finger printers that touched the water that polident cleansing tablet used were disappeared, he assured it was due to polident product. It seems to be more toxicant compared to other products.